Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contact animas alleging the patient was hospitalized on (B)(6) 2015. It was reported that patient discontinued pump therapy for unknown reasons and a healthcare provider wanted the patient to resume pump therapy. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because a pump malfunction or use error could not be ruled out as a contributing factor to the alleged health event.